Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "- not made with natural rubber latex. Do not use if package is damaged. Single use. Do not resterilize. Pk7603972 rev.1. Bard® 100% latex-free cath'n sleeve suction kit with solution container, csr wrap and two vinyl gioves. 14fr. (4.7mm, 3116") plastic catheter. 22" (56cm) length. Two eye, whistle tip with control vent". (B)(4). The device was not returned.

Event description:
It was reported that the user ordered the 22" device; however received the 28" device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the user ordered the 22" device; however received the 28" device.